Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles.the customer¿s blood glucose was 185mg/dl at the time of the incident. The customer stated that they were traveling and did not have the proper tool to removed the air bubbles. The customer inquire if they can continue to used the reservoir and was advised that it could result in high blood glucose readings. The customer was offered to purge the air bubble using fill cannula on the insulin pump but they declined and stated that they will revert to their back-up plan until they were able to change the set. The reservoir will not be returned for analysis.